Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 558-576 mg/dl and a high ketone level. The cause of elevated bg was unknown. The customer went to the emergency room and was treated with intravenous fluids of insulin and injection of insulin. At the time of the report to tandem technical support, the customer confirmed the reported issue resolved and sustained no permanent damage, however, the customer had not yet been released from the hospital. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted./